Event description:
User facility reported instances where patient developed hematoma during use of device. Standard care (e.g. Manual compression) was used to resolve issues without surgical intervention.

Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. The lot number was also not provided by the user facility. No direct evidence noted that the involved device led to this event. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.